Event description:
On 9/21/90 an aus device was implanted. In nov of 1995 the cuff was removed. On 7/16/96 the cuff was reimplanted and a balloon implanted. Current balloon left in place due to difficult removal.